Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of an implanted drainage catheter was attached to red color external connector. The provided photo was unclear, and no anomalies were observed. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided hydrothorax drainage catheter placement procedure by using navarre drainage catheter. It was reported that post the procedure, there was a allegedly leak at suture site. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided hydrothorax drainage catheter placement procedure by using navarre drainage catheter. It was reported that post the procedure, there was a allegedly leak at suture site. The procedure was completed using another device. There was no reported patient injury.